Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power (damage-battery compartment) issue. It was reported the battery cap was unable to secure properly to the pump and had never been changed in 24 months of use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/07/2015 with the following findings: review of the pump¿s black box revealed related rebooting events. A battery compartment crack was observed; the battery compartment threads were damaged. The battery cap threads were damaged and the cap was unable to secure properly to the pump; a power issue was experienced. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with the test cap. No damage or defect to the pump¿s internal components was observed. Unrelated to the complaint, the keypad was found to be peeling. Evaluation revealed all keypad buttons were intermittently responsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.